Event description:
It was reported that a patient presented remotely via merlin. Net with atrial fibrillation with high ventricular rates. The pacemaker (pm) exhibited out of range capture value, most likely due to algorithm competition with high ventricular rates. No intervention or procedure were performed. The pm will be monitored. The patient was stable throughout.